Event description:
Event reported as vomitting and shifting of band.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage and vomiting are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Inamed has not received the product at the this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."